Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing was observed on right ventricular channel during movements of the left arm. During the elective ICD replacement, this lead was capped and a new lead was implanted.